Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was very hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had racks and fractures on body, scratches on screen make it harder to read and rejected new battery. Customer also stated that insulin pump had unexplained no delivery alarms and back light was dimmer. The insulin pump will not be returned for analysis.